Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 4/26/2019. Device evaluation: sample was received and visual inspection at 10x microscope magnification revealed residues of lubricant material observed on lens. The lens was observed in good condition. The conditions of the lens returned is consistent with a unit that has been previously used in a surgical process. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003, intraocular lens (iol), was implanted on a patient's left eye (os) and then was explanted due to posterior dislocation of lens. There was no incision enlarged, no vitrectomy. It was noted that the patient has recovered. No further information was provided.